Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and went to emergency room due to hyperglycemia on (B)(6) 2020 with blood glucose level of 457 mg/dl. The customer also experienced low blood glucose level were 41 mg/dl, 74 mg/dl and 155 mg/dl. The customer report nausea. The customer was treated with 5u of insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose. The customer did not allege that insulin pump was under delivering. High pressure test was pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches.